Event description:
The complainant alleged that during a routine shift check by a clinician they heard a popping noise and the device displayed a defib fault message. The complainant indicated there was no pt involvement with this reported malfunction.